Event description:
Within minutes of the device being placed under sterile conditions in the radiology department, the patient began to develop rigors and became shocked, requiring admission to the intensive care unit for circulatory support. Patient had the catheter removed after about 2 hours after commencing broad spectrum intravenous antibiotic therapy. Catheter tip was cultured. To date, no cultures positive. Patient remains intermittently febrile on antibiotics.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.